Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had issues with the sensor. Customer stated they did not receive a green light when connected to the sensor. Customer also reported a low blood glucose event. Customer's blood glucose declined to 35 mg/dl. The customer was able to treat for their low blood glucose with food and candy. Troubleshooting found the customer received a lost sensor alarm with the sensor. Customer did not report any damage to the sensor. The insulin pump will not be returned for analysis.